Event description:
It was reported that the transmitter could not be started. It was noted that there was damaged to the green fuses. No further information was available.

Manufacturer narrative:
Final analysis found burn marks to the main pcb of the ac power adapter which contributed to the field complaint of power up anomaly.